Event description:
The customer reported that the system locked up during a case. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch and the table lateral sensing potentiometer were replaced. The system was tested and found to be working as intended and put back into service.